Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance, no sensing and no capture in bipolar configuration was noted on the right atrial lead. In unipolar configuration, high impedance and no capture were noted. The patient presented for lead replacement procedure. Access could not be obtained so the lead was programmed off. The patient was stable.